Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the door cable guides were previously repaired with helicoil that appeared to fail. This failure was not able to be repaired in the field. Therefore, the imaging system was crated and shipped back to. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry door was unable to be opened. It moved but did not open fully. A medtronic representative (rep) onsite attempted to invalidate home and re-home twice, but it never fully completed the cycle. The system went into stand alone mode during this time. The system was restarted once more, and a re-home was attempted again, but the system never completed the motions and was still in stand alone mode. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative determined that there were damaged door slide screws. The gantry door frame assembly was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The imaging system was returned to medtronic for further testing and assessment. Through testing and examination, the reported issue of the doors not opening was confirmed. During assessment, the imaging system failed to power up. It was found that there was no output voltage from the image acquisition system (ias). Additionally, the batteries were found dead due to the system board being on all the time as a result of a faulty power conversion board. The gantry door was not able to open during the assessment due to the imaging system not powering up, but upon removal of the door skins a cable guide was found to be missing with the cable guide screw hole cross threaded. The reported problem of the "initialization collimator error" could not be confirmed during assessment due to the inability of the ias to power up; it was not until the system had undergone refurbishment activities to repair the system that the "initialization collimator error" was able to be confirmed as the collimator x-axis would not open due to a faulty collimator. The assessment determined that there was a mechanical failure with the returned imaging system. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.